Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 8 months post implantation, the patient was revised of the left shoulder due to fracturing of the glenoid component. All components were removed and replaced with a spacer. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item ((B)(4)) and no additional complaints for the reported part and lot combination. Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00432604600/64097389) combination as of 09-sep-2020. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2, b4, b5, g4, g7, h1, h2, h10.

Event description:
No further event information available at the time of this report.